Manufacturer narrative:
Concomitant medical products: t510c27 valve; (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was recording atrial fibrillation (af) episodes. However, the episodes were actually premature atrial contractions. The device is still in use. No patient complications have been reported as a result of this event.